Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 4. It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, fibrin filaments and red cell hang up was observed in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. Date received by manufacturer: 12-jun-2025.

Event description:
Report 3 of 4: it was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, fibrin filaments and red cell hang up was observed in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.